Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received 31 inappropriate treatments.   The device was started up at 08:53:08 on (B)(6) 2022. At 09:43:58 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. At 09:44:54, the patient received the first inappropriate treatment. Motion artifact, and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus tachycardia @ 60 bpm with motion artifact and low amplitude cardiac signal. At 09:45:24, the patient received the second inappropriate treatment. Motion artifact, and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. At 09:46:11, the patient received the third inappropriate treatment. Motion artifact, and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was obscured due to motion artifact. At 09:47:30, the patient received the fourth inappropriate treatment. Motion artifact, and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was obscured due to motion artifact. At 09:48:10, the patient received the fifth inappropriate treatment. Motion artifact, and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 105 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was svt @ 150 bpm with motion artifact. At 09:57:49, the patient received the sixth inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm with motion artifact. The post shock rhythm was sinus tachycardia @ 130 bpm with motion artifact. At 09:58:21, the patient received the seventh inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm with motion artifact. The post shock rhythm was sinus tachycardia @ 110 bpm with motion artifact. At 09:59:10, the patient received the eighth inappropriate treatment. Motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with motion artifact. The post shock rhythm was sinus tachycardia @ 120 bpm with motion artifact. At 09:59:42, the patient received the ninth inappropriate treatment. Motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with motion artifact. The post shock rhythm was sinus tachycardia @ 140 bpm with motion artifact. At 10:00:47, the patient received the tenth inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm with motion artifact. The post shock rhythm was sinus tachycardia @ 130 bpm with motion artifact. At 10:01:27, the patient received the eleventh inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 180 bpm with pac¿s and motion artifact . The post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 10:02:31, the patient received the twelfth inappropriate treatment. Motion artifact and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 60 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 70 bpm with pacs, motion artifact and low amplitude cardiac signal. At 10:31:56, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 10:33:21, the patient received the thirteenth inappropriate treatment. Motion artifact and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 70 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 60 bpm with pacs, motion artifact and low amplitude cardiac signal. At 10:33:49, the patient received the fourteenth inappropriate treatment. Motion artifact and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 70 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 80 bpm with pacs, motion artifact and low amplitude cardiac signal. At 10:59:24, an arrhythmia was detected. ECG shows svt @ 150 bpm with low amplitude cardiac signal on the fb channel and motion artifact. At 11:00:36, the patient received the fifteenth inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm. The post shock rhythm was sinus tachycardia @ 115 bpm with pacs and motion artifact. At 11:01:14, the patient received the sixteenth inappropriate treatment. Svt and motion artifact contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm. The post shock rhythm was sinus bradycardia @ 55 bpm with motion artifact. At 11:01:50, the patient received the seventeenth inappropriate treatment. Motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 70 bpm with motion artifact. The post shock rhythm was sinus rhythm @ 65 bpm with motion artifact. At 11:03:37, the patient received the eighteenth inappropriate treatment. Motion artifact and low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 80 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 11:04:11, the patient received the nineteenth inappropriate treatment. Motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 65 bpm with pac¿s and motion artifact. The post shock rhythm was sinus rhythm @ 60 bpm with pac¿s and motion artifact. At 11:05:15, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pac¿s and motion artifact and low amplitude cardiac signal. At 11:06:11, the patient received the twentieth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 120 bpm with pac¿s, motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus tachycardia @ 140 bpm with pac¿s, motion artifact, and low amplitude cardiac signal. At 11:06:47, the patient received the twenty-first inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 50 bpm with pacs, motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus bradycardia @ 50 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 11:07:19, the patient received the twenty-second inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pac¿s, motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 60 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:05:15, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:11:54, the patient received the twenty-third inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was svt @ 150 bpm with motion artifact and low amplitude cardiac signal. At 11:14:32, an arrhythmia was detected. ECG shows svt @ 150 bpm with motion artifact and low amplitude cardiac signal. At 11:16:04, the patient received the twenty-fourth inappropriate treatment. Svt, motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was svt @ 150 bpm with motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus bradycardia @ 40 bpm with pac¿s, motion artifact, and low amplitude cardiac signal. At 11:18:51, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 11:20:29, the patient received the twenty-fifth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 130 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus tachycardia @ 110 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:21:24, the patient received the twenty-sixth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 130 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus tachycardia @ 100 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:21:58, the patient received the twenty-seventh inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 60 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:22:28, the patient received the twenty-eighth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 60 bpm with pvcs/pacs, motion artifact and low amplitude cardiac signal. The post shock rhythm was svt @ 160 bpm with pacs, motion artifact and low amplitude cardiac signal. At 11:22:59, the patient received the twenty-ninth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs/pacs, motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 70 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 11:24:27, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 11:22:59, the patient received the thirtieth inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pacs, motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus bradycardia @ 50 bpm with pacs, motion artifact, and low amplitude cardiac signal. At 11:26:43, an arrhythmia was detected. ECG shows sinus tachycardia @ 140 bpm with motion artifact, and low amplitude cardiac signal. At 11:28:13, the patient received the thirty-first inappropriate treatment. Motion artifact and low amplitude signal contributed to the false detection. The rhythm at the time of treatment was sinus tachycardia @ 140 bpm with motion artifact, and low amplitude cardiac signal. The post shock rhythm was sinus rhythm @ 70 bpm with motion artifact and low amplitude cardiac signal. The device was shut down at 14:13:09 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.